Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically, tactile and visually inspected. The boot was almost full of fluid when received. There were numerous kinks throughout the shaft of the device. The spike line was received knotted. When the spike line was unknotted there were kinks throughout the spike line. Functional testing was performed by placing the device in the angiojet console. The pump body was loose in the capture block. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any issues or alarms/errors; however, there was a leak in the shaft. The shaft was inspected and it was revealed that 25.5cm distal of the strain relief, there was a hole in the pebax shaft. The piston head was manually rotated and ran through priming with issues or changes to the priming outcome. The od (outer diameter) of the piston rod (hex a) was measured. The dimension of the hex e was measured. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and hole were attributable to handling of the device. Inspection of the device presented no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 13 april 2018. I was reported that the device would not prime. A spiroflex® angiojet® thrombectomy set was selected for a percutaneous coronary intervention. The catheter was found to be defective as it would not complete the priming phase during preparation. The device never entered the patient's body. Another of the same device was then used to successfully complete the procedure. No patient complications were reported. However, device analysis revealed a hole in the shaft at 25.5cm distal to the strain relief.